Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead was returned for analysis. Visual inspection of the lead found a full breach insulation degradation exposing the outer coil, noted adjacent to the connector boot. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. Degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.